Event description:
In 20006 I had surgery to correct an incisional hernia. Dr. (B)(6) was the surgeon and he used mesh to repair the hernia. I do not know the manufacturer of the mesh. Sometime in late 2013 or 2014 I began noticing a great amount of discomfort in the area of the surgery. I first thought it was either my button or snap on my pants irritating the area. Then I thought maybe it was what I was eating. Then I wondered if the hernia could be back. Finally I consulted first my pcp who examined me and could find no evidence of another hernia. Then I went to another doctor who said it was the mesh being irritated that was causing my problems. His suggestion was to wear bigger pants. Then I went back to dr. (B)(6) and he said basically the same thing. The mesh "sometimes" gets irritated but it should go away in a couple of months. He also said if he took the mesh out my hernia would return. It's been more than a year and sometimes the pain in my abdominal area is so intense it is difficult to conduct my daily activities. I wish I had known this before the surgery.